Event description:
Customer complaints blood leak during the treatment. Blood flow rate, 145-170ml/min, tmp, 70-90 mhg. The blood loss was about 3ml. No pt harm no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.